Manufacturer narrative:
The device was returned to the factory for evaluation. Blood was not observed in the delivery tube. Evidence of blood was observed on the device. The slide lock was engaged. The plunger was not depressed on the delivery device. The seal and tension spring assembly were not returned. The device as returned was unable to be evaluated for position of seal and tension spring assembly. (Ga000080 rev av/heartstring - visual inspection page 13). The following measurements were taken; the inner delivery tube diameter was measured as 0.198 in. The outer diameter was measured at 0.220 in. (Rm2036883 rev. G). The length of the delivery tube was measured at 2.50 in. (Mcv0004217 rev d). The values recorded were within the tolerance specifications. Based upon the received condition of the device, the reported complaint for failure to load was unable to be confirmed. (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
The hospital reported that before a coronary artery bypass procedure, hs iii proximal seal clamp fell off when the delivery system was pulled out. A replacement device was used to complete the procedure. The hospital did not report any patient effects.